Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called to report a battery out limit alarm after changing the batteries. The customer then received an after battery change alarm. The customer's blood glucose reading was unknown. The customer performed troubleshooting and was able to clear the alarm and rewind the device; however, the customer stated the time and date would not reset. The customer already had a loaner device but did not want to revert to it because it was not set up yet. Nothing was replaced or returned.